Manufacturer narrative:
The recipient is reportedly using the device.

Event description:
The recipient is reportedly experiencing intermittent lock and decreased performance. Programming adjustments were made, however, the issue did not resolve. The recipient was recommended a steroid shot to reduce the recipient's skin flap thickness.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report.